Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Reporter alternate phone number: (B)(6). The reported product is an unknown prismaflex set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient being treated with continuous renal replacement, with a prismaflex control unit and a prismaflex set experienced an ¿air in blood¿ alarm and "the level dropped" in the deaeration chamber. Troubleshooting identified that the replacement line had become disconnected from the replacement bag. The patient was disconnected with no blood return. There was no patient injury or medical intervention associated with this event. No additional information is available.